Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 12-jul-2020 and installed at the customer's site on 03-12-2019. A lumenis service engineer visited the site six (6) days after the reported event and examined the laser system. The engineer verified error code 21 occurred on 8/13/21. Reinstalled software version 2.3.0.6. Post software installation checks completed. Energy output power meter checks completed. All tests meet lumenis standards and specifications. The device was found to have met lumenis specifications and ready for use. A review of subject device product risk file (rd-1124690_ak) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within a full risk assessment. A review of subject device product risk file (rd-1124690_ak) revealed risk # 2.16; "system sw modification" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within a full risk assessment. A two year historical review of similar complaints revealed that the same malfunction of error 21 has not led to serious injury in the past. In this case, the procedure was completed with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate devise as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction to the FDA. Gso expert indicated that error 21 it is not a common issue and therefore no further corrective actions are necessary. Lumenis is closing this complaint, but will continue to monitor the issue; complaint trending will continue to monitor per global complaint handling sop (B)(4) and per post marketing surveillance procedure (B)(4).

Event description:
A user facility reported that during a stone procedure in which a lumenis pulse 120h laser was being utilized, the display presented error and the laser could no longer be used. The user facility tried to troubleshoot but after thirty (30) minutes delay the procedure was completed with an alternate laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.